Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was too close to the surface of their skin. Additional information received from a manufacturer's representative. It was reported that the shallow battery issue occurred about two months ago. It was unknown what the cause of the shallow battery was. The patient was having a pocket revision and possible replacement on (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had bruising around their battery site. The plan was for the patient to have a pocket revision and a new battery placed. The md opened the battery pocket and found fluid around the battery. The fluid was swabbed and found to be positive for an infection. The battery and extensions were removed, but the leads were left in place. The connection between the extension and lead was left in place to cover the lead electrodes. The patient denied any trauma or falls. It is unknown if the issue was resolved at the time of the report. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the infection was unknown. The doctor obtained culture swabs and sent them to the lab for testing but they didn't know the results of the tests. The patient's leads were left implanted per doctor's decision- they didn't observe any fluid around the extensions and lead connection. No further complications reported.